Event description:
It was reported "some catheters were smashed because they were trapped between the primary packing seal/weldings. The affected products had altered color." This emdr covers the unknown number of catheters associated with the defect.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 3005778470.